Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01783. It was reported that the catheter became entrapped on the wire. The chronic in-stent restenosed target lesion was located in the right distal superficial femoral artery. A 5.0mmx80mmx135cm sterling¿ balloon catheter was advanced over a 300cm v-18¿ control wire¿; however, upon attempting to inflated the balloon for two inflations, the balloon became stuck with the wire. The two devices were removed together as one unit and the procedure was completed with different wire and a charger balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned in a generic plastic bag. The device returned inside a sterling catheter and it was not possible to release it; approximately 154 cm of the guidewire was outside the catheter (proximal end) and approximately 0,4 cm of the distal tip was out of the catheter. A section of the guidewire lumen located under the balloon was severally kinked and consequently the guidewire (distal tip), too. No damages were observed in the guidewire. Overall length could not be performed due to device condition (guidewire stuck inside the catheter). Outer diameter of distal tip, middle of the device, and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01783. It was reported that the catheter became entrapped on the wire. The chronic in-stent restenosed target lesion was located in the right distal superficial femoral artery. A 5.0mmx80mmx135cm sterling¿ balloon catheter was advanced over a 300cm v-18¿ control wire¿; however, upon attempting to inflated the balloon for two inflations, the balloon became stuck with the wire. The two devices were removed together as one unit and the procedure was completed with different wire and a charger balloon catheter. No patient complications were reported and the patient's status was fine.